Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in the stomach in a laparoscopic sleeve gastrectomy procedure, the device misfired causing staple line incomplete proximally. Second reload was used, but the staple line was incomplete distally. Third reload was used to complete the case. There was no patient injury.